Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective o2 regulator/shut-off valve. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a defective o2 regulator/shut-off valve. The customer was provided with the part number for a replacement o2 regulator/shut-off valve. The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the issue does not meet the definition of a complaint. The o2 regulator/shut off valve is not considered part of the v60 ventilator, and there was no malfunction reported with the device. If new information is received and suggest the record is complaint, the record will be reopened and an investigation will be performed.